Event description:
It was reported that the patient had a manipulation under anesthesia due to arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical / medical investigation concluded that, based on the available information, the root cause of the ¿arthrofibrosis¿ cannot be concluded, however it is a common complication; but not a failure of the prosthesis or the navio system. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.